Event description:
Rn removed cap of lancet to use on patient and needle came out and remained in cap instead of remaining in lancet to prick patient finger. She used another lancet and when she went to prick patient's finger; nothing happened and she found the needle from the lancet on the bed.